Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a hole in the packaging of the tray.

Manufacturer narrative:
Received 1 foley catheter tray in open packaging. The reported event was confirmed as cause unknown. During visual inspection, it was noted that the package had a hole from the outside to the inside. The csr wrap, package and the tray were all damaged in the same direction. The received sample shows evidence that perforate from outside to inside. The inner components were not damaged. The root cause of damage in tray could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that there was a hole in the packaging of the tray.